Manufacturer narrative:
D10. It was unknown which extension serial number was left and which one was right. Therefore, both extension were provided. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot#: (B)(6), ubd: 08-jul-2024, UDI#: (B)(4), product ID: 3708660, lot#serial#: (B)(6), ubd: 13-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in the operating room for the implantable neurostimulator (ins) replacement due to battery depletion. Once the extension was removed from the ins channel, the left subthalamic nucleus (stn) extension (upper channel in the percept pc) presented with a curved shape (the extension was not straight or aligned). The shape assumed by the extension prevented it from being inserted into the new ins, despite several attempts by doctor. The doctor also tried to place the extension into the lower channel of the new ins, with no change: it was not possible to fully insert the extension. It was unknown if there were any contributing factors. Ultimately, the doctor decided to implant the new ins by connecting only the right stn extension. They sutured the wound and then postponed until the afternoon. The patient returned to the operating room for replacement of the defective extension with a new extension. The issue was resolved.